Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v741030, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that stimulation was not working for approximately ten days as of the day of report. It was noted that the reporter was not with the patient at the time of report as the patient was at a rehab center after spending time in the hospital for other conditions. It was noted that the reporter reported a loss of therapeutic effect on the patient¿s behalf. It was noted that the patient had been in and out of the hospital for the last three weeks and had also been in and out of delirium. It was noted that the patient was originally sent to the ER for dehydration, urinary tract infection. It was noted that it was then discovered that the patient had pneumonia along with broken right arm and right foot. It was noted that the patient was admitted to the hospital and was later transferred to the rehab center. It was noted that the patient let them know at the hospital that things were not right with stimulation therapy and that the doctor and nurses were supposed to handle it but had not. It was noted that the patient has had CT scan, x-rays and other things done. Additional information received reported that the patient was on program 4 at 1.0 v with no lightning bolt. It was noted that the reporter was not able to adjust stimulation. It was noted that the device was powered off. It was noted that the reporter turned stimulation on and started adjusting up from 0.0v. It was noted that the patient could feel stimulation at 1.7 v and that stimulation was comfortable. The reporter stated that ¿it must have happened while she was in the hospital. It was noted that the actions resolved the reported issue.